Event description:
The Biomedical Technician (biomed) for a user facility reported to Fresenius Technical Services that the 2008T machine encountered error code "Acid Pump No EOS" (End of Stroke). The biomed evaluated the system and identified heat discoloration on the acid pump. Additional information was obtained during follow-up. The heat discoloration identified on the acid pump appeared as a burn that the biomed determined to be thermal damage that resulted from overheating. The biomed noted a burning smell but stated there was no associated smoke, spark, flame, or arcing. No other thermal damage was noted. The machine has approximately 1,024 hours and the part is original to the machine. The biomed replaced the acid pump to resolve the reported issue. No other repairs were required. The machine was returned to service following repair. No parts were reported to be returned to the manufacturer for physical evaluation. There was no harm to any patients or individuals as a result of this malfunction.

Manufacturer narrative:
Plant Investigation: No parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a Fresenius Field Service Technician (FST). However, a photograph of the sample was provided. The photograph captures overheating marks of the backplane of the motor. The reported event was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the Device History Record (DHR) review confirmed the results of the in-progress and final Quality Control (QC) testing met all requirements.

Event description:
THE BIOMEDICAL TECHNICIAN (BIOMED) FOR A USER FACILITY REPORTED TO FRESENIUS TECHNICAL SERVICES THAT THE 2008T MACHINE ENCOUNTERED ERROR CODE "ACID PUMP NO EOS" (END OF STROKE). THE BIOMED EVALUATED THE SYSTEM AND IDENTIFIED HEAT DISCOLORATION ON THE ACID PUMP. ADDITIONAL INFORMATION WAS OBTAINED DURING FOLLOW-UP. THE HEAT DISCOLORATION IDENTIFIED ON THE ACID PUMP APPEARED AS A BURN THAT THE BIOMED DETERMINED TO BE THERMAL DAMAGE THAT RESULTED FROM OVERHEATING. THE BIOMED NOTED A BURNING SMELL BUT STATED THERE WAS NO ASSOCIATED SMOKE, SPARK, FLAME, OR ARCING. NO OTHER THERMAL DAMAGE WAS NOTED. THE MACHINE HAS APPROXIMATELY 1,024 HOURS AND THE PART IS ORIGINAL TO THE MACHINE. THE BIOMED REPLACED THE ACID PUMP TO RESOLVE THE REPORTED ISSUE. NO OTHER REPAIRS WERE REQUIRED. THE MACHINE WAS RETURNED TO SERVICE FOLLOWING REPAIR. NO PARTS WERE REPORTED TO BE RETURNED TO THE MANUFACTURER FOR PHYSICAL EVALUATION. THERE WAS NO HARM TO ANY PATIENTS OR INDIVIDUALS AS A RESULT OF THIS MALFUNCTION.

Manufacturer narrative:
THE PLANT INVESTIGATION IS IN PROCESS. A SUPPLEMENTAL MDR WILL BE SUBMITTED UPON COMPLETION OF THIS ACTIVITY.